Manufacturer narrative:
A 2.5 x 9 mm balloon catheter was used during the index procedure. Additional information will be submitted upon 30 days of receipt.

Event description:
The report received from (B)(6) study indicated that the patient was enrolled in the study and had a cypher 2.5 x 13 mm stent successfully implanted at 12 atm. In the first obtuse marginal (1st om) target lesion during the study index procedure. Following the index procedure, the patient experienced a myocardial infarction. This was adjudicated by the cec committee.

Manufacturer narrative:
The complaint received states that this (B)(4) study patient suffered a peri-procedural mi. This is a (B)(6) female with medical history including pci in 2009, dyslipidemia, hypertension and renal insufficiency. The indication for the index procedure was unstable angina and an 80% stenosis in the proximal 1st om. In (B)(6) 2010, the index procedure was done. Pre-dilation and stent placement were done without report of difficulties. The site reported 0% residual, no dissection and timi 3 flow. There were elevated ck and troponin levels. The core lab reported no new st-t abnormalities and no q waves. The patient was discharged the following day on dual anti-platelet therapy. The study stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.